Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that device catalog: 3503504bc lot: 6988888 sn: (B)(6) actually belonged to the patient's left breast and that device catalog: 3503504bc lot: 7009161 sn: (B)(6) belonged to the right breast. In addition, the patient's underwent bilateral removal and replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9589662 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9589662 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 11, 2021, the mentor failure analysis lab received the device for evaluation on august 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the smooth hpg, 350cc returned device; delamination was observed at the union between the patch and shell, causing gel leakage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii on the right and unknown baker grade on the left), post-procedure. The right breast changed shape, hard, and painful. The left breast implant is soft but with a contracture. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.